Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence, mesh retraction, and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, repair of hernia with mesh, and laparoscopic closure of the fascia defect. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced recurrence. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable. It is unknown at this time if the device caused or contributed to the event.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced recurrence, mesh retraction, and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, repair of hernia with mesh, and laparoscopic closure of the fascia defect. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable.

Manufacturer narrative:
Additional information: b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (patient and imf codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence, mesh retraction, emotional distress, and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, CT scan, repair of hernia with mesh, and laparoscopic closure of the fascia defect. It has since been reported that the patient had expired. Information regarding the date and cause of death is unavailable.

Manufacturer narrative:
(B)(4) - revision surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had a mesh unincorporated, retracted in inferior and superior aspect. Mesh completely covered by omental adhesions. The patient had a revision surgery approximately 1 year and 6 months post op.